Event description:
It was reported that the patient's catheter was fractured at the "thecal sac junction". No patient symptoms were reported. It is unknown if any device troubleshooting was performed. The patient's catheter was replaced. The patient recovered without sequela. The patient's pump contained lioresal 2000 mcg/ml with a dose of 300 mg/day.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.